Event description:
Customer reports one clearlink vented paclitaxel set in which a nurse was splashed with taxol when the "tubing snapped six inches below chamber" during setup/priming. There was no reported patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 22 2007. Evaluation summary: the reported device has been discarded and will not be returned for evaluation. A batch review was performed by the manufacturing facility for the reported lot number, and no deviations were found. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.